Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: the device issue was found after a therapeutic laparoscopic right hemicolectomy. The procedure was completed with the same device with no issues or delay. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section b5 was updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the objective lens glue was peeled off could not be determined however, it is presumed that the defective event was caused by stress by repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope had a leak. The reported issue was found during device inspection. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the adhesive part of the objective lens was peeled off which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that there was a pinhole on the universal cord causing a loss in water tightness. Upon further inspection, it was observed that the adhesive of the objective lens peeled off due to chemical or physical stress. It was also observed that the adhesive of the bending section cover had a chip due to chemical or physical stress. It was observed that switch 1 did not work due to damage of the switch board. It was also observed that the video connector had a crack due to physical stress caused by a handling problem. It was observed that the label on the video connector was peeled. Lastly, scratches were observed on the following unit components due to physical stress caused by handling problem: bending section cover, switch 1, angulation lever, up-down plate, right-left plate, grip, light guide connector, light guide cover glass, video connector and on the video connector case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.